Event description:
Account reports incidents in which during removal of an 18 gauge needle lock device from the synthetic sleeve stopper, after the first insertion, the entire sleeve stopper separates. Reporter stated this results in losing a liter of fluid in the or due to the on/off clamp on the reported device is below the first y-site. Reporter stated that it seems as if the needlelock device is "catching on the lip" of the sleeve stopper during removal. Reporter stated there was no patient compromise, "just a mess".